Manufacturer narrative:
On 27th may 2020, intuitive surgical, inc. (Isi) received a user facility report (B)(4) stating the following: "when using the robotic harmonic ace scalpel with the harmonic scalpel generator, the blade sheared off and had to be retrieved from the patient during the procedure. Just prior to the scalpel breaking, the generator made an odd sound. No error message was shown. The scalpel break happened within the first five minutes of the procedure. The break in the scalpel was approximately one cm from the tip at the joint (where it opens and closes. Afterwards, the scalpel was examined under the microscope, and it appeared the scalpel piece severed at the base with a near perpendicular shearing effect. What problem did the user have? Device failed (broke, could not get it to work or stopped working)." The user facility report also noted that the product was available for evaluation. However, as of the date of this report, the harmonic ace instrument has not been received by isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed-up with the initial reporter of the user facility medwatch (ufmw) reports and obtained the following additional information: all events reported in ufmw reports (B)(4) (MFR report numbers 2955842-2020-10519, 2955842-2020-10520, and 2955842-2020-10518), (B)(4) (MFR report number 2955842-2020-10517), and (B)(4) (MFR report number 2955842-2020-10916) occurred with the same surgeon. It was indicated that this the site is ¿checking with all users to see if [there is] any feedback.¿ no other continuities have been noted across all events. The same lot number (lot# m90191117) was noted in the events reported in (B)(4) (MFR report numbers 2955842-2020-10519) and (B)(4) (MFR report number 2955842-2020-10517). This contact confirmed that none of the instruments will be returned. ¿there was no harm to the patient in any of the reported events. There was no part of the device that was retained by the patient in any of the reported events.¿ ¿in each instance, the procedure was successfully completed robotically.¿ ¿yes, the instrument was used with the ethicon hand piece (model hp054) and the ethicon endo-surgery generator g11 (model gen11).¿ a complaint has not been filed with ethicon, inc. For the reported noises produced by the generator. ¿no additional information on the state of the generator/tones were reported by the user. However, for the (B)(6) 2020 procedure report (ufmw (B)(4) /MFR report number 2955842-2020-10519), the user mentioned: ¿just prior to the scalpel breaking, the generator made an odd sound. No error message was shown.¿ ¿(B)(6) hospital does not release video per policy and for patient privacy law compliance.¿ the instrument was never used on cartilage, bone, or hard objects. The instrument was never used for contraceptive tubal occlusions. The instrument was used through the standard 8mm cannula. ¿the instrument was not cleaned intraoperatively before the break but in all instances happened early in the case.¿ the self-test was performed outside of the patient. ¿no issues were identified during the self-test. Per protocol, if there had been, it would not have been used.¿ no resistance was noted by the user before the instrument was removed. The surgeon was always informed of instrument removal and the jaws were closed prior to instrument removal per protocol. No other tools were used than the supplied single-use wrench for assembly/disassembly of the instrument. ¿the jaws were closed when inserting/detaching per protocol.¿ there was no attempt to bend/sharpen the blade.¿ ¿pressure was not ever applied between the blade and clamp arm without having tissue between them.¿ ¿the instrument was not activated for a prolonged period of time against a solid surface.¿ ¿the instrument was not reprocessed before use.¿

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log for the harmonic ace instrument (part # 480275-08 /lot # m90191117-0371) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk1655. This is a single use instrument. The technical support engineer (tse) reviewed the error logs and noted a single 31009 error on universal surgical manipulator (usm1), but it was unrelated to the reported issue. No image or video clip for the reported event was submitted for review. This complaint is being reported based on the following conclusion: it was reported that during a da vinci-assisted pancreatectomy surgical procedure, the harmonic ace blade fell inside the patient. The fallen harmonic ace blade was retrieved during the same procedure, and at this time is unknown what caused the breakage to occur. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur. The other events with the same reported issue that were noted by the reporter during follow-up are being submitted under reports with the following patient identifiers: (B)(6).

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the robotic coordinator called from outside the room and stated that the harmonic ace blade fell off the instrument and fell inside the patient. He stated that the surgeon was in the middle of sealing of a vessel, dissecting the plane back, and the cutting blade just sheared off of the jaws but the anvil remained. The surgeon was not going over any calcified vessels, or a stapler line or clip, and the surgeon was sealing normal soft tissue. The surgery was delayed because the surgeon had to locate the piece that broke off inside the patient. The surgeon was able to remove the piece and proceed with the case using a new harmonic ace instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved with a robotic grasper during the same procedure and the fragment was intact. The surgeon believed that the issue occurred because of device malfunction or manufacturing issue. The instrument was inspected prior to use and there was no damage. The surgeon was performing a vein dissection when the fragment fell into the patient. There was no patient injury or adverse event except prolonged anesthesia time. The reporter also mentioned that the same thing happened two times in (B)(6) 2019 and two times in (B)(6) 2020.